Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date was conducted. Review of the available logs did not find any errors that are relevant to the reported event. Additional patient information: height 147 cm., body mass index (bmi) 21.8 kg/m2.

Event description:
A patient in a study underwent an ion lung biopsy. Seven days after the procedure, the patient experienced a complex aortic dissection stanford type b. The patient had a known intramural hematoma type b diagnosed, which was initially classified as non-a, non-b and treated conservatively. At that time, an incidental suspected mass in the right upper lobe was also noted. The patient had initially attributed the symptoms of dizziness and thoracic pain to this pulmonary finding. When the symptoms markedly deteriorated (7 days after the ion procedure), there was a return to the emergency department. An emergency computed tomography (CT) angiography revealed conversion of the intramural hematoma into a type b aortic dissection. The patient subsequently underwent emergency percutaneous implantation of a thoracic stent graft in zone 2, as well as placement of a left carotid¿subclavian bypass with endarterectomy of the left common carotid artery and ligation of the proximal left subclavian artery. The principal investigator stated additionally that no temporal or mechanistic relationship to the ongoing bronchoscopy evaluation or ion procedure is evident. The deterioration is attributable to the natural progression of a pre-existing intramural aortic hematoma, which is known to carry a risk of conversion to dissection. It was noted that diabetes mellitus 2, arterial hypertension, and a positive family history are pre-existing risk factors for aortic pathology. Discharge occurred eight days after readmission. The target lesion of the right upper lobe measured 12 x 8 x 7 mm. The distance from the pleura wall was -1 mm, the distance from the chest wall was -1 mm and the distance from the nearest major blood vessel was 25 mm. Tool used was cryoprobe - 1.1 mm. Procedure time was 54 minutes; there were no intra-procedural adverse events, no ion device deficiencies and the procedure was completed with ion. No adverse events occurred after the procedure and prior to discharge. Discharge after the ion procedure occurred two days after the procedure; the patient was not discharged on the same day as the procedure per the hospital's standard practice. Pathology results were benign - fibrosis (interstitial lung disease). Extensive fibrotic/fibroelastotic changes with mild chronic inflammation, alongside regular lung parenchyma. No malignancy detected. Specific benign interpretation because the lesion was in the pleura, the patient had localized pneumothorax and the biopsy was performed with visual guidance, therefore diagnostic procedure. The study investigator reported the event as a serious adverse event (requiring medical or surgical intervention), a ctcae grade 4, having a causal relationship to the patient's underlying disease status, not related to the ion procedure, not related to the ion system and not related to third-party tools.

Manufacturer narrative:
A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) concluded that the adverse event described is not related to the ion study device but possibly related to the investigational procedure: a patient "underwent an ion lung biopsy of a right lung lesion. The procedure was completed successfully without complications and the patient was discharged home two days after surgery per usual care. Five days later the patient was diagnosed with an aortic dissection which converted from a known aortic intramural hematoma for which an emergent percutaneous vascular stent was placed followed by left carotid-subclavian bypass with endarterectomy of the left common carotid artery and left subclavian artery ligation. Conversion of aortic intramural hematomas into aortic dissections has been reported to occur at a rate of 8-16%. Bronchoscopy is a minimally invasive procedure with a low cardiovascular risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Based on the available data there is no evidence the reported event was device related as the biopsy was performed in an anatomically different location relative to the aortic dissection. Although it is unlikely the event was procedure related given the event was a week after the index biopsy, it is possible that the hemodynamic effects of undergoing a procedure under general anesthesia may have contributed and thus it is possible the event was procedure related."

Event description:
Refer to h11 for follow-up information.